Event description:
It was reported while using bd pegasus prn the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: pregnant women expecting to give birth due to intrauterine pregnancy are in the antenatal ward of our hospital. On (B)(6) 2023, after completing the admission procedures, the nurse established an intravenous infusion access for him. The nurse opened a well-packed sealed needle-stick-proof intravenous indwelling needle. After the examination, venipuncture was performed, and it was found that the needle was not delivered smoothly. The nurse felt that the head end of the hose was not smooth enough, so she had to pull it out, comfort the pregnant woman, and replace it with another indwelling needle to complete the puncture smoothly. After checking the indwelling needle, there is indeed a burr on the hose, and there is a quality problem.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2038502. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus prn the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: pregnant women expecting to give birth due to intrauterine pregnancy are in the antenatal ward of our hospital. On (B)(6)2023, after completing the admission procedures, the nurse established an intravenous infusion access for him. The nurse opened a well-packed sealed needle-stick-proof intravenous indwelling needle. After the examination, venipuncture was performed, and it was found that the needle was not delivered smoothly. The nurse felt that the head end of the hose was not smooth enough, so she had to pull it out, comfort the pregnant woman, and replace it with another indwelling needle to complete the puncture smoothly. After checking the indwelling needle, there is indeed a burr on the hose, and there is a quality problem.